Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system calibrates even after it has been calibrated, system failure. No patient injury was reported.

Manufacturer narrative:
B5: additional information was received and attached in the complaint on (B)(6) 2022: the event occurred during the bench test. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Also, non-OEM (original equipment manufacturer) bottom case was found with pump otherwise pump was found with good condition with no appearance of any physical damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced faulty main board of the device. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.